Manufacturer narrative:
One device was returned for repair in used condition. There was previous service on 18- aug-2023 for the same reason of ¿downstream occlusion (dso) seal damaged¿. This reason for return is related to a past service. Visual evaluation found dso seal degradation and upstream occlusion (uso) seal worn. Customer's reported "dso seal degradation" problem was verified by visual inspection. The cause is the dso seal. Replaced the dso seal to correct the issue. The device passed all functional tests after the repair.

Event description:
It was reported that there was a downstream occlusion (dso) seal degradation. This happened during bench test. There was no patient involvement, and no patient harm/adverse event reported.